Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve (apl) was replaced to resolve the reported issue.

Manufacturer narrative:
No report of patient involvement. Block the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(6) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve causing a loss of manual ventilation. There was no report of patient involvement.